Manufacturer narrative:
Correction: section d10: updated all concomitant medical products and therapy dates.

Manufacturer narrative:
G3 correction: the g3 of the previous report should have been feb 20, 2024.

Event description:
New information received notes that the patient had no adverse consequences.

Event description:
New information received notes that the patient was in stable condition.

Event description:
New information received notes that the event was discovered remotely via merlin.net transmission and programming changes were made.

Event description:
It was reported that the patient's pacemaker was in backup vvi mode. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes that the patient's pacemaker was explanted and replaced on (B)(6) 2024. No patient condition was reported.

Manufacturer narrative:
The reported event of device in backup mode was not confirmed. The device was received with normal output and telemetry communication. Analysis of the device image indicated the device¿s firmware has been reloaded in the field. Electrical and mechanical tests were performed, including mechanical stress and output verification did not identify any functional issues. Backup condition could not be reproduced. Longevity assessment found the device was operating at elective-replacement voltage level, consistent with normal longevity.